Event description:
It was reported that during a procedure involving an onyx trucor coronary drug eluting stent, the stent failed to cross the lesion. The patient presented with chest discomfort. The device was being used in a moderately tortuous, moderately calcified lesion with chronic total occlusion (cto) of 100% in the proximal to middle left anterior descending (lad) artery via femoral approach. There was no significant stenosis in the left main. The stent was inspected before use with no issues noted. Negative prep was performed before use with no issues noted. The proximal to mid lad was pre-dilated with a 1.25 x 12mm sprinter legend to 12 and 18 atm, a 2.25 x 15 sprinter legend to 10, 14 ,16 and 20 atm, an nc sprinter balloon to 14 and 16 atm and a 2.25 x 12 sprinter legend to 20 atm. It was reported that the 2.25 x15 sprinter legend balloon ruptured after the balloon was inflated to 20 atm. The stent did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The final result was no residual stenosis with timi 3. There was no patient complications as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states-marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: annex b code. A 3.0x12mm nc sprinter balloon was inflated to 14 and 16 atm with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a series of still procedural images were provided with the procedural notes where it was described that the target lesion in the lad was pre-dilated multiple times with different balloon resulting in the opening of the cto in the proximal to mid lad. The reported burst is not captured in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that during a procedure involving an onyx trucor coronary drug eluting stent, the stent failed to cross the lesion due to calcification. The stent could not be deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.